Manufacturer narrative:
D4: corrected the serial number and UDI investigation summary hypotension: the cause of the injury was not determined due to insufficient clinical details. Major bleed/asae: the cause of the bleed was most likely patient condition related since patient had bleed from all the sites

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 82-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of prior coronary artery bypass grafting and known coronary artery disease. The patient experienced a drop in blood pressure and was found to have abdominal distention with bleeding from multiple access sites, including the impella access site and the introducer with swan-ganz catheter in the right groin. Hemoglobin decreased from 10.0 g/dl to 9.4 g/dl, and the dressing was saturated. The patient was started on vasoactive medications, and a rapid response was activated. Heparin had been ordered for the purge solution but was not yet running. Vessel perforation could not be excluded. The patient was taken back to the catheterization laboratory for further evaluation. Additional contributing factors included elevated blood pressure measurements and poor vascular integrity. The patient survived to explant. The reported hypotension may be attributable to acute blood loss and hemodynamic compromise in the setting of multi-site access bleeding and underlying vascular disease. The reported major bleed is consistent with access-site complications and anticoagulation/purge requirements associated with impella support, compounded by patient-specific factors such as poor vasculature and concurrent invasive access.